Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery contacts are corroded and when trying to clean them, the spring broke. The battery charge led does not come on when the battery was fully charged in another device. When the battery was installed in this device, got a low battery alarm after doing the shift check. There was no reported patient involvement.